Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was damaged and loose resulting in difficulties charging the pump. In addition, the customer's blood glucose (bg) level was 41 mg/dl. Cause for the low bg was unknown. The customer consumed glucose tablets to address bg level. Additional information was not provided. Multiple follow up attempts were made to obtain additional information; however, a response was not received.